Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a pcoip failure and the system functioned as intended after replacement. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a scoliosis procedure. It was reported that the camera cart monitor cycled. This caused no delay to the case and caused no patient impact. The camera cart monitor only cycled once and it was back within 10 seconds.

Manufacturer narrative:
The pcoip client was returned to the manufacturer for analysis. Analysis found that the logs indicated a software reboot at 3hrs, 21 min. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.